Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that data points were missing from the continuous glucose monitor graph. The customer's blood glucose level was below 80 mg/dl. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy.